Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2020 wherein a lead with high impedances was explanted and replaced due to the patient being unable to achieve effective therapy for the left side of their back. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21066. It was reported the patient¿s leads have migrated and the patient is not receiving effective therapy. Diagnostic testing revealed high lead impedance values. Surgical intervention may be pending to address the issue.